Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17sep2019.

Event description:
The customer reported a faulty touchscreen. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 14 november 2019. Date of this report: 15 november 2019. The field service engineer performed evaluation and confirmed the reported problem. The field service engineer then replaced the touchscreen to resolved the issue. Performed functional test and passed successfully. Unit had been returned to use.